Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving compounded baclofen (300 mcg at 67.99803 mcg/day), fentanyl (75 mcg at 16.99951 mcg/day), bupivacaine (30 mg at 6.7998 mg/day), and clonidine (300 mcg at 67.99803 mcg/day) via an implantable pump. It was reported during a schedule surgical repair of a csf leak, on (B)(6) 2020, wound dehiscence was observed. The necrotic edges of the wound dehiscence were removed and the issue resolved without sequelae. It was indicated the event was related to the device or therapy. Omitted information pertaining to pe (B)(4) - positional headache, discharge.